Event description:
Customer reported a possible automated tissue processor problem after finding that tissue biopsies were not processed properly over the previous weekend. The tissues were not dehydrated or infiltrated properly. Customer also reported the presence of a nonmiscible fluid in one of the paraffin tanks. Of the 220 tissue biopsies, 40 were re-processed. Of the 40 re-processed, 5 were rendered "undiagnosable". Customer stated that 3 pts will be re-biopsied.